Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #20 it was verified its non- osseointegration. Twenty-five (25) ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.